Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and dat. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window and minor scratched lcd window.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 59 mg/dl at the time of the incident. The customer was at 69 mg/dl at the time of admission, and 273 mg/dl at the time of the call. The customer used glucagon to treat. The customer was wearing the insulin pump during the incident. Customer stated the pump over delivered insulin after giving a bolus. Troubleshooting was completed but did not resolve the issue. The customer had an insulin sensitivity change the previous week as they were running high. The insulin pump will be returned for analysis.

Event description:
The customer's husband called and reported that the customer received emergency medical assistance due to a low blood glucose on (B)(6) 2018 with blood glucose of 59 mg/dl at the time of the incident. The customer declined going to the hospital.